Manufacturer narrative:
Failure analysis investigations confirmed the customer-reported complaint. The sureform stapler 60 black reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure based on log review and was observed during in-house observations. Additional observations not reported by site: the reload was found to have a lodged malformed staple stuck in the knife track at the distal tip of the reload. The staple was removed successfully. The reload was observed to be partially fired. The reload was disassembled in-house and the cartridge appeared to be damaged within the knife track. The damages within the knife track were observed near the location of the exposed component. The reload was found to have pusher damage near the location of the exposed component. The reload was found to have blade damage when the reload was disassembled in-house.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the sureform stapler 60 black reload stopped firing unexpectedly. The target tissue was the lung. The reload and stapler were removed from the sterile field, and it shows that only half of the staple load was fired correctly. The customer opened new staple and new stapler to complete the job. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed robotically with a back up instrument. There was no harm or injury to the patient. No fragments fell into the patient.